Event description:
It was reported the patient's scs ipg was inoperable. It is unknown if this occurred pre-maturely. Surgical intervention was undertaken on (B)(6) 2023 where in the ipg was explanted and replaced to address the issue. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated.